Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test,  unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test. No unexpected excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked lcd window, case cracked at the display window corner, minor scratched lcd  window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose of 580 mg/dl. The insulin pump alarmed no delivery. Customer woke up with a high blood glucose and treated with manual injections. Customer mentioned being thirsty. The customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose at the time of call was 350 mg/dl. The customer declined to troubleshoot for no delivery. Customer also stated the device had physical damage. The customer was advised the insulin pump will be replaced. The product will be returned for analysis.